Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported by the vad coordinator that the patient passed away due to right heart failure. It was reported that the right heart failure was not pre-existing. It was reported that the device operated as intended. The device will not be returned for evaluation. There were no alarms associated with the event. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains the following information: section 1 of this document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as all other adverse events. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was that the patient passed away due to right heart failure. It was reported the right heart failure was not pre-existing. It was reported the device operated as intended. The device will not be returned for evaluation per family request.